Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump.  The event involved product(s) mmt-754des. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-754des that was returned for product analysis.

Manufacturer narrative:
Unit received with detached end cap. Unable to perform displacement test due to physical damage to case. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, missing end cap sticker, stained address/serial number label. Unit received with broken belt clip slot confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.